Event description:
It was reported that the 9800 system displayed grainey images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the display adaptor and video controller. System operates as intended.